Event description:
It was reported that a patient kept going back to the hospital due to their catheter getting clogged. It was reported the cycler was not malfunctioning and the patient has not had adverse effects from use of any fresenius device, or product. The patient has been able to continue with hd treatment. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).